Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor, battery pack, and the power supply were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to boot up. There was no patient injury or death reported.